Event description:
It was reported that during a ptca procedure, the distal tip of the wire broke off and lodged in a small branch of the circumflex. Pt went to bypass surgery, but not as a result of this incident. Pt status is listed as "okay".